Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had unstable thresholds and was noted to be dislodged during a pre-discharge check. The lead was re-positioned and remains in use. During re-positioning of the ra lead, the patient's right ventricular (rv) lead had a drop in sensing. The rv lead was re-positioned as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.